Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. Factors that contribute to difficult to opening or closing the foot may include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that there was an unspecified issue with the footplates of proglide devices relative to an unspecified procedure. No additional information was provided.

Manufacturer narrative:
Date of event: estimated. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.